Event description:
This customer reported a failure to power up. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to power up. There was no pt involvement. The device was evaluated locally by a philips field service engineer, and the reported symptom was isolated to the power pca. The power pca was replaced to resolve the reported symptom. After passing all testing, the device was returned to use. A review of monthly similar complaint frequencies over the last 12 months from the attached trending found no unfavorable trend. There is no report that this is a symptom that is unresolved, repeating, or an observation of poor quality. This complaint does not indicate the presence of a systemic problem or an emerging issue. No further investigation or action is warranted.